Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The irritation was described as raw, blisters, and bleeding. The patient reported being allergic to plastic. There was no alleged device malfunction contributing to the irritation. The patient reported that the wound doctor placed dressing over the open wound. Follow up indicated that the patient is wearing the lifevest periodically and the skin irritation has improved.